Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages and can connection status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages, can connection status) was confirmed due to contamination found on multiple components throughout the ECG ¿a&b¿ cable, causing fault. The belt was unable to pass falloff testing. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.